Event description:
The pacemaker was explanted from an expired patient and was tested in the hospital. The clinic principle mto found out that the device was not interrogatable and returned it to biotronik. The returned pacemaker is not under suspicion of having induced the death of the patient.

Manufacturer narrative:
The non-interrogatability of the returned pacemaker was confirmed by the incoming inspection. The pacing and sensing functions were still given...the evaluation of the hybird circuit showed that the protective plate of the hybird, which includes the interrogation coil, was untied from the hybird. For this reason the connection between circuit and interrogation coil was broken. The mechanical stress level in the pacer when implanted is by far not sufficient to cause this type of damage. It requires a high acceleration, e.g. By dropping the pacer on the floor after explantation to damage it in this way. The event is unique and isolated.